Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 800mg/dl. The caller stated that he was very sick and vomiting. The customer stated that his blood glucose was high and bolused, but it kept going higher; then he kept throwing up even blood and ended in the hospital. The caller stated that the time and date were not setting properly. The customer stated that he got a no delivery alarm, and he changed the infusion set. However, two days later he got sick again. Troubleshooting could not be performed as customer stated that they removed the battery after he was admitted. No further information was provided.